Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that an cf08 error message occurred. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.